Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o disconnection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: stated that his tubing had come apart yesterday. He cleaned the tip and screwed it back on and taped it with tape from the tubing all over the blue securing clip. It was on the connection that goes to one of the new connectors.

Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team. Upon evaluation of the photos, no damage or other defects with the connector can be visibly identified. A device history review was performed for lot 2207504, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Three retained samples from lot 2207504 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o disconnection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: stated that his tubing had come apart yesterday. He cleaned the tip and screwed it back on and taped it with tape from the tubing all over the blue securing clip. It was on the connection that goes to one of the new connectors.